Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without getting a low battery alert. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated was reviewing alarm history when they found 2 no powers out limit without a low battery notification. Customer was assisted with troubleshooting. The customer mentioned this is the second occurrence of the alarm without warning. The customer states as well pump alarming motor error but was able to rewind the pump. Customer was advised they may continue to wear the insulin pump until replacement arrives. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corrosion on electronics. Unable to perform idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unable to verify battery power loss alarm, weak battery alarm, failed battery test alarm, battery out limit alarm, low battery alarm and motor error alarm due to blank display. Device had corroded motor home switch.